Event description:
Reportable based on device analysis completed on 27-sep-2018. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 8 x 2.75mm rebel stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No complications were reported and the patient's status was fine. However, returned device analysis revealed stent damage. Returned product consisted of a rebel bms stent balloon catheter, mandrel and balloon protector. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed kinks on the hypotube 5cm and 82.5cm from the hub. There is an additional kink in the shaft 4.2cm from the tip. Microscopic examination revealed that the tip is damaged and the distal end of the stent is damaged. The balloon is tightly folded and the stent is still tightly crimped on the balloon. There is blood present in the guidewire lumen. Inspection of the remainder of the device presented no other damage or irregularities.